Event description:
It was reported an expired idrt (ID 84051) was placed. The expiration date was july 31, 2022. No additional information available.

Manufacturer narrative:
The idrt was not returned for evaluation (remains implanted), therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.